Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 alarm for error 401 - inspiration valve or device leaky. Furthermore; there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Result of investigation: log file analysis shows that alarm 316- blower failure, alarm -401- inspiration block / device leaky, and error 4. Inspiration valve test went well. No further updates received from customer regarding the troubleshooting. The root cause of failure is not determinable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.